Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator power switch has no alarm. This was due to a defective power switch which led to the malfunction.